Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7278319, UDI: (B)(4).

Event description:
It was reported that the trial leads were pulled out due to patients discomfort and inadequate stimulation. No further information has been obtained despite good faith efforts.